Event description:
It was reported after a therapeutic ercp the cap came off in the patient and was removed and discarded. The procedure was completed using the same device. The were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00006. This report is related to (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, h2, h3, h6, h11. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Event description:
It was additionally reported that the physician was present and noticed immediately after scope removal that the distal tip was not present. Cleaning had begun and the tech had also noted the missing cover. The physician re-inserted an endoscope to remove the cover. An additional dose of anesthesia was administered as well. There was a 10 minute delay but it was confirmed that there were no patient symptoms and no impact to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional details in b5, h7 and h9.